Event description:
It was reported the patient was unable to turn his stimulation off. The patient reported he had fallen. The patient stated his stimulation had become increasingly uncomfortable. The sjm representative recommended the patient to contact his physician regarding the fall and the stimulation. Attempts to determine the status of the issue have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.